Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a casing/condition (damaged cap and case) issue. It was reported that the battery compartment was cracked/damaged. It was also reported that the o-ring of the battery cap became detached, which caused the cap to be jammed into the battery compartment and unable to be removed. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit.

Manufacturer narrative:
Follow-up #1: date of submission 08-jan-2018 - device evaluation: the device has been returned and evaluated by product analysis on 15-dec-2017 with the following findings: during investigation, the battery compartment was found to be cracked. The battery cap was also found to have stripped threads, and was unable to tighten to the pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.